Event description:
It was reported that loss of rv capture due to dislodgement was observed four days post implant. The lead was re-positioned. The patient's condition was good.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).